Event description:
Additional information was received reporting that the cause of the failure to open could not be determined with certainty. The cause of the deformation could not be determined with certainty. The cause of the diverter being trapped inside the microcatheter was determined to be due to the fact that the situation occurred during device removal, following the distal deformation associated with the failure to deploy. No independent cause was identified for the diverter being contained within the microcatheter. A continuous saline flush was administered and maintained in accordance with the IFU. No kink or damage to the catheter was observed after removal. The pipeline was not placed in a vessel bend at the time the failure to open occurred. Resheathing and redeployment attempts were performed. No additional wires, catheters, or balloons were used to attempt to open the pipeline. A deformation of the distal strand of the device was observed, presenting a "flower-like" or flared configuration, with no evidence of breakage.

Manufacturer narrative:
B5: additional information added to event summary. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fg15150-0615-1s (228282843); implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured right paraclinoid aneurysm with a max diameter of 2 mm and a 3.4 mm neck diameter. It was noted that the patient's vessel tortuosity was moderate. The landing zone was 4.25mm distally and 4.75mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was unknown. The access vessel was the right radio, with unknown diameter. It was reported that during the procedure, an attempt was made to position a 4.75 mm by 20 mm pipeline flow diverter through a right radial access, using a phenom 27 microcatheter and an avigo microguidewire. When attempting to deploy the device in the supraclinoid carotid, it was observed that the pipeline did not open correctly in the distal part, although it did open in the middle portion. Several attempts were made to recapture and redeploy, but the distal opening was unsuccessful. Finally, a deformation of the distal strand of the device was observed and it was decided to remove it. During removal, the diverter was trapped inside the microcatheter and partially released inside. It is important to note that the doctor did not perform inappropriate maneuvers, the instructions for use (IFU) were respected, and excessive force was not applied at any time. The procedure was suspended, and no treatment was performed. Final angiography showed findings similar to baseline angiography, with the aneurysm remaining unchanged. The pipeline was not positioned in a bend. More than 50% of the pipeline was deployed when it failed to open and was resheathed less than or equal to two times. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter from the patient. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No medical or surgical intervention needed to prevent permanent impairment of a function. Event did not lead to or extend patient hospitalization. No patient symptoms or complications were associated with this event. Ancillary devices include a avigo 0.014 microguide guidewire, rist 079 guide catheter.